Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 between 9:30 - 10:00am after receiving high blood glucose test results from the prodigy diabetes glucose meter. The end user received a blood glucose reading of 595 mg/dl at the time of the event and proceeded to take 36 units of lantus. She passed out and the paramedics were called and they performed a blood glucose test with their meter and received a result of 22 mg/dl. The end user was transported to the ER and received IV fluids but could not recall exactly what was administered. Upon discharge from the ER the end user's blood glucose was 140 mg/dl. No additional information was provided in regards to the medical event.